Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the investigation results, the distal cover had a burn, could not be identified. The root cause of the subject event was unable to be specified. Based on the information obtained regarding the subject event, the cause of the event was unable to be specified. The high energy endo therapy accessories such as laser and high frequency endo therapy accessories may have been used without maintaining enough distance from the tip of the endoscope. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿it was confirmed that instructions for gif-1200n operation manual chapter 3, ¿preparation and inspection¿ section 3.3, ¿inspection of the endoscope¿ describes how to inspect for the event.¿ olympus will continue to monitor the field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited that the plastic distal end cover was burned. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.